Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2016, that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore; the data log could not be downloaded. Additionally, it was noted the receiver would get warm after 1 hour. The receiver case was opened for further evaluation. An interior inspection found the main printed circuit board assembly had a defective u7. Due to defective u7 and receiver getting warm with low output voltage, the reported event of an overheating receiver was confirmed. A root cause was determined to be a defective u7 on the main printed circuit board assembly.